Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient with history of previous pericardial effusion earlier that month, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There were no bwi product malfunctions nor complications throughout the procedure. The patient was discharged was readmitted a few weeks later with a pericardial effusion. Pericardiocentesis was done to remove a total of 710ml from the pericardial space. A perforation at an unknown location was suspected. Physician believes they used too much force somewhere and the effusion was caused by a delayed response. Prolonged hospitalization was required. Patient had fully recovered. Max wattage used was 40 watts. Transseptal puncture was done with a st. Jude medical brk needle. There was no evidence of steam pop during the ablation. Standard flow settings were used for thermocool® smart touch® sf bi-directional navigation catheters. Visitag, dashboard and vector were used as force visualization features. The parameters for stability used with the visitag module were 2.5 mm for 3 econds, 30% force over time (fot) at 3 gr. Surpoint was used as coloring option. No additional filters were used.